Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly, rtos (real time operating system) cpu assembly, interconnect cable, ups (uninterruptible power supply), systems interface pcb, image processor pcb, generator interface pcb, and hard disk drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.